Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : description of complaint (please supply specific details): patient operated primary at (name removed) hospital on (B)(6) 2019. Suddenly in (B)(6) 2024 the patient felt a difference in the hip and heard noise. Hospital did a revision of the cup/liner on (B)(6) 2024. Surgeon took out the cup and inserted another cup, not from depuy synthes. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the pinnacle sector ii cup 52mm with polished patterns on concave area and some extractions marks on the convex area. Additionally, tissue remnants were observed on the device surface. The observed condition indicates a disassociation between the pinnacle sector ii cup 52mm and pinn mar +4 10d 36idx52od, causing articuleze m head 36mm -2 to come in contact with the concave surface of the cup device, leaving polished spots and consequently having a possible audible noise condition. Although there is not a definitive cause for the device disassociation, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations, and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinnacle sector ii cup 52mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device 9011446 number, and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: description of complaint (please supply specific details): patient operated primary at (name removed) hospital on (B)(6) 2019. Suddenly in march 2024 the patient felt a difference in the hip and heard noise. Hospital did a revision of the cup/liner on (B)(6) 2024. Surgeon took out the cup and inserted another cup, not from depuy synthes. The product was not returned to depuy synthes, however photos were provided for review. See attachment "gentofte, x-ray broken marathon liner, 150424.pdf" the x-ray investigation revealed that [pinnacle sector ii cup 52mm] presented a disassociation with the liner, it is unknown the exact root cause, however based in the information provided it is reasonable to expect a fracture on the liner associated with this complaint. Audible noise can be expected due to the unintended interaction between the head and the cup that can be seen on the x-rays provided. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the [pinnacle sector ii cup 52mm] would contribute to the complained device issue.  Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient operated primary on (B)(6) 2019. Suddenly in march 2024 the patient felt a difference in the hip and heard noise. Hospital did a revision of the cup/liner on (B)(6) 2024. Surgeon took out the cup and inserted another cup, not from depuy synthes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4, d9, h4, corrected: h3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: 1. As can be seen from the x-ray, pt depuy corail had a prosthesis with an associated metal head. At our reoperation, this was replaced with a new depuy corail head on the existing corail prosthesis. 2. Depuy corail head (which I remember sent together with the damaged liner and cup). Size cannot be specified from here. 3. As previously written, well-functioning hip, until 2024, when a mechanical scraping sensation is felt in the hip.

Manufacturer narrative:
Product complaint (B)(4) investigation summary description of complaint (please supply specific details): patient operated primary at (name removed) hospital on (B)(6) 2019. Suddenly in (B)(6) 2024 the patient felt a difference in the hip and heard noise. Hospital did a revision of the cup/liner on (B)(6) 2024. Surgeon took out the cup and inserted another cup, not from depuy synthes. The product was not returned to depuy synthes, however photos were provided for review. See attachment "gentofte, x-ray broken marathon liner, 150424.pdf" the x-ray investigation revealed that [pinnacle sector ii cup 52mm] presented a disassociation with the liner, it is unknown the exact root cause, however based in the information provided it is reasonable to expect a fracture on the liner associated with this complaint. Audible noise can be expected due to the unintended interaction between the head and the cup that can be seen on the x-rays provided. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the [pinnacle sector ii cup 52mm] would contribute to the complained device issue.  Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: description of complaint (please supply specific details): patient operated primary at (name removed) hospital on (B)(6) 2019. Suddenly in (B)(6) 2024 the patient felt a difference in the hip and heard noise. Hospital did a revision of the cup/liner on (B)(6) 2024. Surgeon took out the cup and inserted another cup, not from depuy synthes. The product was not returned to depuy synthes, however photos were provided for review. See attachment "gentofte, x-ray broken marathon liner, 150424.pdf" the x-ray investigation revealed that [pinnacle sector ii cup 52mm] presented a disassociation with the liner, it is unknown the exact root cause, however based in the information provided it is reasonable to expect a fracture on the liner associated with this complaint. Audible noise can be expected due to the unintended interaction between the head and the cup that can be seen on the x-rays provided. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the [pinnacle sector ii cup 52mm] would contribute to the complained device issue.  Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.